Event description:
It was reported to vyaire medical that the tidal volume of the revel ventilator was set to 480 but was returning to 38. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.